Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed. B3, the date of event is unknown.

Event description:
During the preventative maintenance (pm) performed by the customer, the thermogard console (sn (B)(6) could not power on. No patient involvement.